Event description:
Syringe opened to place on sterile filed in operating room and moisture noted in tip of syringe between the plunger and the start of the luer lock. A second and third syringe with same lot number were opened with same issue identified. A fourth syringe with a new lot # was opened and no issues identified. No contact with a patient or harm to a patient resulted.